Event description:
A philips technical consultant went to the customer site to evaluate the devices in question. Based on the information provided, the biomedical engineer (bmed) confirmed the speaker operated as expected; audio was present. However, there was a speaker malfunction inoperative (inop) message. Based on this information, this incident is no longer considered a reportable event. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated.

Event description:
The customer reported they were having speaker malfunction issues. It was unknown if the speaker was able to produce sound at the time of the report. It was unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported..

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.